Event description:
We were using the sapphire qcore epidural pump and the staff connected the bolus handle for pca dosing. Despite pushing the button, the pt was unable to receive a medication dose, requiring the anesthesiologist to administer pain meds manually. A review showed that the pump bolus handle was connected to the mini cradle instead of directly to the pump; staff paid no attention to the MFR - added tag that stated, "connect directly to the pump. Do not connect to the mini cradle"; the cord receptacles for the sapphire qcore pump interchangeable; the pca bolus handle fits all four receptacles (two on the mini cradle, two on the pump body). The power cord also fits all four receptacles. (B)(6).